Manufacturer narrative:
Device evaluated by manufacturer:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during preparation for a stenting treatment procedure, stent dislodgement occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). The 28x3.0mm veriflex stent delivery system (sds) was prepped by pulling negative on the balloon. The device was advanced to the lesion and the delivery balloon was inflated and deflated and pulled out. However, the stent was not visualized in the rca and it was located outside the patient with the stylet. The procedure was completed with a non-bsc device. There were no patient complications and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the detached stent was returned in a plastic container without the stent delivery system. An examination of the stent found that the stent was stretched and compressed. Also received was the packaging mandrel and stent protector. An examination of the stent protector found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)

Event description:
It was reported that during preparation for a stenting treatment procedure, stent dislodgement occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). The 28x3.0mm veriflex stent delivery system (sds) was prepped by pulling negative on the balloon. The device was advanced to the lesion and the delivery balloon was inflated and deflated and pulled out. However, the stent was not visualized in the rca and it was located outside the patient with the stylet. The procedure was completed with a non-bsc device. There were no patient complications and the patient's status is fine.